Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device shipped to site on 7/30/2015 for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that the drive head was stripped on the clamp driver instrument. The site representative reported this instrument has been damaged for "2-3 months." No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.